Event description:
It was reported that the insulin pump alarmed and had a blank display. Troubleshooting was performed. The battery was changed and the blank screen continued. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of faulty liquid crystal display board.